Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited high pacing impedance of 1,700 to 1,800 ohms. The patient recently underwent a device replacement and high out-of-range pacing lead impedance (pli) was later detected. Due to the recent change out, a connection issue was suspected and they have elected to monitor the patient for now. At this time, the system remains in service. No adverse patient effects were reported.